Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The patient's grandfather reported via phone call that his granddaughter's blood glucose was 508 mg/dl recently. The patient treated via insulin pump bolus. No anomalies were noted on the insulin pump. The insulin pump was not returned for analysis.